Event description:
The customer contact reported a leak; subsequently, bleedback was noted. The tubing set was being used to deliver unspecified anesthetics. The customer contact indicated that after the middle clave y-site had been accessed for the third time to inject an unspecified medication, resistance was reported and an unspecified volume of solution leaked. An unspecified volume of bleedback was also noted in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).